Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, because the exchange sheath cutter blade was bent upward, the clip applier could not to be connected to the exchange sheath. With the exchange sheath remaining in the vessel, a second clip applier was attached. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the tip of the cutter was damaged, consistent with striking the end cap of the hub of the exchange sheath when attempting to engage the device with the sheath. Subsequently, the cutter got bent vertically upward, preventing the hub of the sheath from engaging with the device. During testing, the device disassembled, cleaned, and the cutter was re-aligned for a re-deployment attempt. We were able to fully engage the re-assembled device with the hub of the proxy sheath and successfully deploy the thumb advancer completely splitting the sheath. Based on the investigation findings, the probable root cause for bent cutter and subsequent failure to engage the device with the exchange sheath is related to the operational context in which the device was used. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any finding relevant to this report.